Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with vaginal hysterectomy, left salpingo-oophorectomy and anterior repair due to stress urinary incontinence, cystocele and postmenopausal bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and other. It was reported that on (B)(6) 2008 the patient underwent implantation of ams in fast ultra kit. It was reported that on (B)(6) 2008, the patient underwent a hysterectomy.no additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a non ethicon product [america medical systems] was implanted (B)(6) 2008 concurrently with our product. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and other. It was reported that patient underwent hysterectomy on (B)(6) 2008. (B)(4).